Event description:
It was reported that during a lead revision for dislodgement, a set screw issue was observed. The lead was successfully screwed into place resulting in acceptable lead impedance. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.